Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after passing the mesh into the ligament, the needle detached from the suture and was left inside the patient. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
An examination of the returned device revealed that there was no damage to the capio slim suture capturing device. The pelvic floor repair mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after passing the mesh into the ligament, the needle detached from the suture and was left inside the patient. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.